Manufacturer narrative:
(B)(6). The device was manufactured march 16, 2020 - march 18, 2020. The device was received for evaluation. The unit was returned containing no fluid in the bladder because the customer had cut the tubing line to drain the fluid out. The tubing line was reconnected, then a functional leak test was performed on the unit by manually filling the bladder with green colored water. During fill, no evidence of a leak was observed. After the fill, the unit was monitored until the next day and no evidence of a leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an english-chinese infusor lv (large volume) had fluid leakage from an unknown location. This issue was discovered prior to patient use. No additional information is available.